Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had an appointment on (B)(6) 2019 to have their ins rechecked and decide what to pursue next. The issue was not resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that every once in a while, they get an ¿electronic zap¿ at the implantable neurostimulator (ins) site. They added that the issue has occurred lately. No contributing factors, falls, or trauma were reported. The patient did not have a managing physician. Physician listings were sent, and the patient was redirected to follow-up with a healthcare provider.